Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00923. This report is being submitted as additional information. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years, 10 months. Manufacturer's analysis conclusion: the reported pump stoppage events were confirmed through evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined. The submitted log file contained pump speed decelerations and pump stoppage events corresponding to elevations in pump power. These events occurred while the lvad system was connected to the power module. Based on the manufacturer¿s previous complaint experience, the events recorded in the patient¿s system controller event history appear consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the device remains implanted supporting the patient and was not available for evaluation. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad system was producing pump stoppage and low speed advisory alarms. The patient had received a percutaneous lead (driveline) replacement in past and an ungrounded patient cable was issued. A log file provided to the technical service representative confirmed the pump stoppage events. As of (B)(6) 2018, the patient was doing well and was not bothered by the pump stoppages. The patient is not a surgical candidate will remain on an ungrounded cable. No additional information was provided.